Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer was allegedly trying to cross a road and she cut the wheel and tipped over.

Manufacturer narrative:
The device was evaluated and repaired by the provider. The device is working properly. Provider repaired.

Event description:
Consumer was allegedly trying to cross a road and she cut the wheel and tipped over.